Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The globus medical representative present reported that this was a lateral procedure for the placement of interbody. In the lateral position, the patient's anatomy can move relative to the drb resulting in navigational integrity issues and the misplacement of implants. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
(B)(6), llif l2-5 (fluoroscopy workflow), pldf l2-ilium (preop/intraop workflow). For llif portion of procedure fluoroscopy workflow used. L3/4 and l4/5 registered and l4/5 instrumented first. Surgeon stated cage ended up more posterior than planned. L2/3 and l3/4 registered again and again, surgeon stated cage was placed more posteriorly than navigation stated. Surgeon declined to register l2/3 again and cage placed. In the end, surgeon stated all cages were placed more posteriorly than he expected based on the navigation showing him placing cages anterior to final position.